Manufacturer narrative:
Maude report mw5040743. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy stent was selected for use to treat the lesion. During preparation, when the nurse wanted to remove the stent protector, the stent appeared extended. It was noted that the nurse pulled the stent protector improperly. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿ stent was selected for use to treat the lesion. During preparation, when the nurse wanted to remove the stent protector, the stent appeared extended. It was noted that the nurse pulled the stent protector improperly. No patient complications were reported and the patient's status was fine.